Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was not tested due to the inoperative condition of the attachment as received. During examination after disassembly it was noted several internal components of the head assembly displayed slight wear and/or debris. Drive gear components all were slightly worn. All components appeared to be dry and lacking in lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This wear could have caused instability of the set in the vertical axis which may have resulted in contact with the cap assembly. This contact over time may have loosened the cap to the point where it separated from the head assembly. The cracked contra angle sheath did not contribute to the cap separating from the head assembly. It is caused by the screws located at the rear of the attachment whose job it is to secure the rear sheath to the contra angle sheath. A new design has been issued.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca while in use. The reported complaint did not result in an injury or need for intervention.